Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead, including the device, and right ventricular (rv) lead, were explanted for infection. The patient also had previous infections with a prior device. The devices were removed safely. No new devices have been implanted at this time. It was observed at the end of the procedure, that the patient had heart block with escape rhythm, which is a patient related condition. It was intended that the patient would be given antibiotics for the infection, and that possibly the patient would receive a leadless pacemaker after the infection has cleared. No additional adverse patient effects were reported.